Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute integrity rx coronary drug eluting stent to treat a moderately tortuous, severely calcified lesion exhibiting 88% stenosis located in the distal left anterior descending artery (lad). The device was inspected with no issues noted. The lesion was pre-dilated. Resistance was encountered when advancing the device. It was reported that stent deformation occurred in vivo during positioning/advancement. It is stated that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. After removal of the device from the patient it was reported that the catheter fractured. The patient was reported to be alive with no injury.

Manufacturer narrative:
Device evaluation the device returned with a detachment on the hypotube, just distal to the strain relief. The hypotube material was jagged and oval at both sides of the break site. The stent was positioned between the markerbands but not meeting specifications due to bunching of wraps. Deformation was evident to most wraps at all sections of the stent with struts raised, bunched, and overlapping. No deformation was evident to the distal tip. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.